Event description:
The initial reporter stated that the pump was under infusing. They stated that the pump was programmed to deliver 160 ml and that they estimated it only delivered 110 ml. Mmd did follow up with the initial reporter who stated that the complaint occurred during testing and had not had any effect on a patient. No other information was provided. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump was under infusing. They stated that the pump was programmed to deliver 160 ml and that they estimated it only delivered 110 ml. Mmd did follow up with the initial reporter who stated that the complaint occurred during testing and had not had any effect on a patient. No other information was provided. [Complaint-(B)(4).